Manufacturer narrative:
Pump received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that there were cracks on the insulin pump in the battery area and cap was not sticking. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.